Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Neither a sample analysis nor a event history log review could be completed. The service history review revealed no previous service events that would cause or contribute to the reported problem. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had drained 3400ml during peritoneal dialysis therapy. The hp was connected. The hp¿s largest prescribed fill volume equaled 2000ml. The technical service representative would swap the home choice device. The patient would complete therapy using the existing supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.